Event description:
The issue occurred in a marisa, a lifter for assisted moving, and it was reported from the customer that a patient fell out of a sling during a lift transfer. During patient transfer with lift kga0200 and sling maa4000-xl the patient shifted her weight in the sling and the lower leg sling clip came undone. The patient fell out of the sling onto the floor. An arjohuntleigh technician has visited the site and inspected the device and the event was clarified by the customer. The resident was transferred from bed to wheelchair by the two care givers. They attached the sling and checked that all four clips were attached to the lift frame. Then they started to lift resident about four inches from the bed and set her to a seated position. As the care giver started to rotate resident to be positioned over the wheelchair, care giver stated that the leg clip detached from lift frame and resident's leg dropped down causing a sudden shift of weight and the resident slid out of the sling. One of the care givers attempted to catch the resident but was unable to and at this point they called out for help and assistance. The lift was found to be in good condition with only minor scrapes and paint peeling on base. The sling was found to be in poor shape with minor tears, fabric fading and stains. The sling has been removed from service and is being held. MFR ref number 9611530-2013-00033.